Event description:
Pump alarms cassette not installed when cassette is in place. Alarm was found during biomed testing. No pt involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.